Event description:
Report rec'd of an over-delivery of normal saline. The pt was to receive a bolus delivery of normal saline. The pump was programmed to deliver at 999ml/hr with a 200ml volume to be infused. When this bolus was completed, the infusion rate was decreased to 200 ml/hr. Half an hour later, the nurse reported that 400ml were gone from the bag of normal saline. After the bolus dose of 200ml and the pump running at 200ml/hr for 1/2 hour, the amount expected to be gone from the bag was 300ml. The nurse reported that she attempted to decrease the rate to 50ml/hr, but the pump continued at 200ml/hr. The pump was removed from clinical service. There was no reported adverse effect to the pt. No medical interventions were required.